Manufacturer narrative:
Correction: h3, h6 method code this device is concomitant and did not contribute to the reported failure.¿ therefore, this complaint is closed without further investigation.¿ if any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked. Device not returned.

Event description:
It was reported that " the procedure for the placement of the ankle prosthesis was standard until we wanted to put the pin sleeves in the holes of the distal part of the alignment jig. Impossible to put the 2 sleeves in 2 holes of the guide. Even less possible to put 2 sockets in the axis as required by the operating technique. We have tried everything to avoid the handling error, without success. We tried to find a solution to adapt, but found no alternative to continue the procedure. The event was discovered during the placement of the sleeves in the alignment jig holes as mentioned above. Steps/actions taken to complete the procedure: the surgeon made the decision to perform an ankle plate arthrodesis. The duration of the procedure was therefore longer than a conventional plate arthrodesis."

Event description:
It was reported that " the procedure for the placement of the ankle prosthesis was standard until we wanted to put the pin sleeves in the holes of the distal part of the alignment jig. Impossible to put the 2 sleeves in 2 holes of the guide. Even less possible to put 2 sockets in the axis as required by the operating technique. We have tried everything to avoid the handling error, without success. We tried to find a solution to adapt, but found no alternative to continue the procedure. The event was discovered during the placement of the sleeves in the alignment jig holes as mentioned above. Steps/actions taken to complete the procedure: the surgeon made the decision to perform an ankle plate arthrodesis. The duration of the procedure was therefore longer than a conventional plate arthrodesis."

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.